Event description:
It was reported that insulin leaked from the reservoir. The blood glucose reading was not available, since the customer declined to provide this information. The customer stated that he smelled insulin when taking the reservoir out, meaning it had a leak. Nothing further reported regarding the reservoir.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.